Event description:
It was reported post operative of a leadless pacemaker that pericardial effusion was found and perforation was suspected. Drainage was completed and patient had no problems with health then. The leadless pacemaker remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, medical device: model #: mc1vr01/ expiration date: 14-jan-2023 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation? No, dev rtn to MFR? Yes. Device: mfg date: 23-jul-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.